Manufacturer narrative:
Conclusion: a potential adverse event associated with penumbra coil 400 is vessel perforation and is included in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. It was noted that there was some calcification of the patient's aneurysm and that this, in combination with the speed with which the coil was deployed and the limited view used during coil advancement, likely contributed to the aneurysm rupture. The device was not returned for evaluation (implanted in patient). There was no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The unruptured aneurysm, measuring 10.8 x 8.4mm, was reached using the penumbra px400 microcatheter and a guidewire. An 11x45 penumbra coil 400 was deployed and detached successfully. A 6x15 was then deployed very quickly using an unsubtracted ap view only. It appeared to have gone in very well until the lateral roadmap view was used and it was clear that the coil had ruptured the back of the aneurysm, causing a few loops to escape. The coil was quickly detached and 5x13 and 5x9 penumbra coils were quickly used to try to stem any blood loss. These two coils were subsequently removed. The bleeding appeared to be under control and extra coils were added (boston). At the end of the procedure, the aneurysm appeared to be angiographically well filled and the physician was fairly happy that the patient was ok. It was noted that there was some calcification of the patient's aneurysm. During a follow up it was also noted that the patient was doing well and was released from the hospital after only a few days.